Event description:
Information received indicates the head section of the bed will not go up but all of the other functions are working.

Manufacturer narrative:
The technician replaced the head solenoid valve to repair the bed.